Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument. Manufacturing date: 31-jan-2017. Part number: 04.034.443, 10mm ti cann tibial nail - ex w/prox bend 315mm. Lot number: h285860 (non-sterile). Lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet 4034ipa431 rev d met all inspection acceptance criteria. Inspection sheet, inspect dimensional 4034id431 rev e met all inspection acceptance criteria. Inspection sheet, final inspection 4034fi431 rev d met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿extraction screw could not be attached to the nail¿ does not indicate breakage of the nail and, therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation selection : investigation site: cq zuchwil . Selected flow: device interaction/ functional . Visual inspection: the visual inspection has shown that the returned nail is damaged/ deformed at the head. Moreover, there are slightly signs of use visible on the entire surface. The inner thread is in a good condition. All features related to the reported complaint condition were reviewed. Functional test: because the relevant mating part was not received for investigation, a corresponding demo extraction screw was used for the function check at customer quality zuchwil. The demo extraction screw could be screwed/ unscrewed without any deficiency. Functional assessment was performed but the complaint condition cannot be reproduced. Summary: the available data does not support the complainant¿s description of the complaint condition, and there is no evidence to support the allegation made in the complaint. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing extraction screw. Based on the functional check outcome the nail is functional as per design intended, hence we do suppose that the malfunction was likely caused by the not returned, probably damaged, extraction screw. No final statement about the cause of this issue can be made since not all involved part could be investigated. Finally, we conclude, that for the returned nail, the cause of failure is not due to any manufacturing non-conformance's. The complaint condition for the nail could not be reproduced during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that the patient underwent a removal surgery due to a confirmed bone union on (B)(6) 2019. The patient was initially implanted with the expert tibial nail (tn) system for a distal tibial fracture one year ago. After the end cap was removed, the surgeon tried to connect the extraction screw for tibial nail to the titanium (ti) cannulated tibial nail. However, the extraction screw could not be attached to the nail. The surgeon shaved the bone around the proximal area of the nail then extracted the nail using the facility's tools other than the extraction screw. After the surgery, the surgeon attached to the end cap and it could be attached on the nail properly. The sales rep commented that the nail had been inserted into the leg slightly deeper than the proper position. There was a surgical delay of 60 minutes. There were no issues which affected the patient's daily life. Rehabilitation was started as the usual schedule. Procedure outcome is unknown. Concomitant device/s reported: unknown locking screw for expert tibial nail (part # unknown, lot # unknown, quantity# unknown). Expert end cap for tibial nail (part# 04.004.003, lot# l611851, quantity# 1). This complaint involves two (2) devices. This report is for one (1) 10mm ti cannulated tibial nail . This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Implanted one year ago; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an explant surgery due to a confirmed bone union on (B)(6) 2019. The patient was initially implanted with the expert tibial nail (tn) system for a distal tibial fracture one year ago. After the end cap was removed, the surgeon tried to connect the extraction screw for tibial nail to the titanium (ti) cannulated tibial nail. However, the extraction screw could not be attached to the nail. The surgeon shaved the bone around the proximal area of the nail then extracted the nail using the facility's tools other than the extraction screw. After the surgery, the surgeon attached to the end cap and it could be attached on the nail properly. The sales rep commented that the nail had been inserted into the leg slightly deeper than the proper position. There was a surgical delay of sixty (60) minutes. There were no issues which affected the patient's daily life. Rehabilitation was started as the usual schedule. Procedure outcome is unknown. This report is for one (1) 10mm ti cannulated tibial nail. . This is report 2 of 2 for complaint (B)(4).